Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿high¿; however, a specific value was not provided, and the meter bg reading was a level that was displayed as ¿low¿; however, a specific value was not provided. As a result of the auto-bolus, customer's blood glucose (bg) level was approximately 50 mg/dl. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and glucose and released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.